Event description:
It was reported during remote follow up that the atrial lead exhibited high pacing impedance. Diagnostic imaging revealed that the lead had perforated the cardiac tissue. The lead was successfully repositioned on (B)(6) 2022. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: previously reported health impact as both serious injury and additional surgery, updated to remove redundant serious injury code.

Event description:
New information received notes that the atrial lead also exhibited a loss of capture and the patient suffered from a pneumothorax.